Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) battery depletion-normal.

Event description:
It was reported that the patient's device had reached it elective replacement interval and, as a result, switched from dual chamber pacing to single chamber, ventricular pacing (vvi). It was also reported that the patient experienced shortness of breath when this happened. It was further reported there was abnormal (fast) generator battery depletion. The device was explanted and returned. There were no further patient complications reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) battery depletion-normal.